Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the pacemaker device was explanted and replaced a few days after the initial implant due to alleged premature battery depletion. The patient was in stable condition throughout the event.